Event description:
It was reported to philips that the table control shutter joystick was damaged and required replacement on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the joystick and restored the system to 100% functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).